Event description:
It was reported by the edwards field clinical specialist that during the transfemoral deployment of a 26mm sapien valve it shifted aortic and was deployed approximately 90:10 aortic. There was moderate to severe paravalvular regurgitation and the patient was unstable. A second device was prepared and deployed one stent cell more ventricular than the original valve (60:40 aortic). Following the second valve deployment the paravalvular regurgitation was reduced to trace and the patient stabilized rapidly. The patient was transferred to the ICU in stable condition. Additional information noted there was bulky native valve/leaflet calcification, severe aortic root calcification, and mild mitral annular calcification (mac). The patient had moderate septal hypertrophy. The image intensifier angle and coaxial alignment of delivery system and valve were reported to be good. Ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case the exact cause of the event could not be confirmed; however patient (bulky native annular calcification and moderate septal hypertrophy) and procedural factors could have caused or contributed to the too aortic deployment of the valve and resulting regurgitation. This event was resolved with implantation of a second valve in a more ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.